Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/4/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. After the catheter was removed from the patient, the distal tip appeared covered in what looked like a plastic film which seemed to be able to detach. The origin of this foreign material is unknown. The procedure was completed. No patient consequence was reported. This event is being reported because of the foreign material on the distal tip of the catheter.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a smart touch unidirectional catheter. The smart ablate pump made an unusual noise sound. Upon inspection of the catheter outside the patient, during irrigation, a single hole was irrigating. After the catheter was removed from the patient, the distal tip appeared covered in what looked like a plastic film which seemed to be able to detach. The origin of this foreign material was unknown. The procedure was completed. No patient consequence was reported. Upon receipt, the catheter was visually inspected and it was found that there was an opaque material on the distal side of the tip dome and ring. An ft-ir analysis was performed on the foreign material. Based on the results, the foreign material found has a biological composition similar to human tissue. Therefore, an irrigation test was performed and the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a foreign particle has been verified.